Event description:
The intra-aortic balloon was inserted into the pt on 3/15/99 after the pt had surgery. On 3/16/99 after being on intra-aortic balloon pump for about 24 hrs, the 8 fr intra-aortic balloon leaked and the intra-aortic balloon was removed. A second intra-aortic balloon was not inserted into the pt "at the request of the pt's family". The pt went on to expire and the facility is attributing the event to the pt's death. The intra-aortic balloon was not returned to datascope for evaluation. The intra-aortic balloon was discarded by the facility. (Event complications: the pt expired-reported 3/18/99.) (Pt's current status: expired - reported 3/18/99.)